Event description:
A report was received that a pt had a pocket revision due to the ipg migrating and moving too close to the spine. The physician repositioned the ipg laterally. The pt was reprogrammed and is reportedly doing well.

Manufacturer narrative:
This is the final report.